Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent. There was no damage noted to packaging of the device. The device was inspected with no issues. Negative prep was performed with no issues. The device was not kinked and restraightened during use. The lesion was predilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that the device catheter detached during delivery through the vessel. The device was removed without any support. No detached portion remained in the patient. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the device was returned for evaluation. Kinks were evident to the distal shaft. The stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the mid stent wraps with struts raised. A kink was evident to the inner member underneath the misaligned stent wraps. No deformation was evident to the distal tip. There was no evidence partial detachment of full detachment to the device. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Additional detail added to initial reporter address (section e) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion had 80% stenosis and was located in the right coronary artery (rca). There was no resistance noted while removing the device from the hoop. A partial detachment of the device occurred and the device remained as one piece. The device was removed from the patient by pulling gently. The procedure was complete using a non-medtronic device. The patient is reported as doing well. Patient gender and past medical history updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.